Event description:
It was reported that the procedure was to treat a lesion located in the left anterior descending coronary artery that was moderately calcified, mildly tortuous and 85% stenosed. Reportedly, when implanting the xience skypoint, the stent balloon was partially inflated but was not implanted successfully as the stent shaft was bent. The delivery system, with the stent were removed and a new stent was used and implanted. The procedure was completed. There were no adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.